Manufacturer narrative:
The pump passed the displacement test, rewind, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. The pump also passed off no power alarm test. The pump was unable to prime and then alarmed a33 during prime/a33 test at 4.0 lbs. Due to faulty fsr (gold). Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, and the dat due to prime anomaly/a33 alarm. The following were noted during visual inspection: minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window, missing end cap sticker and a partially broken off reservoir tube lip. Drive support disk was inspected and no anomaly was noted. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no data available on (B)(6) 2023. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date 15-oct-2023 due to no data available. Unable to perform the history review 1 week prior to the event date 15-oct-2023 in the pump history file due to no data available. Unable to complete the functional testing due to prime anomaly/a33 alarm. Unable to confirm alleged low bgs. A33 alarm confirmed. Prime/fill anomaly confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The customer was hospitalized for alleged low bgs and a33 alarm on (B)(6) 2023. The pump passed the displacement test, rewind, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. The pump also passed off no power alarm test. The pump was unable to prime and then alarmed a33 during prime/a33 test at 4.0 lbs. Due to faulty fsr (gold). Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, and the dat due to prime anomaly/a33 alarm. The following were noted during visual inspection: minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window, missing end cap sticker and a partially broken off reservoir tube lip. Drive support disk was inspected and no anomaly was noted. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no data available on oct-2023. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date 15-oct-2023 due to no data available. Unable to perform the history review 1 week prior to the event date 15-oct-2023 in the pump history file due to no data available. Unable to complete the functional testing due to prime anomaly/a33 alarm. Unable to confirm alleged low bgs. A33 alarm confirmed. Prime/fill anomaly confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 30 mg/dl at the time of the event and received an a33 (compromised force sensor system). The hypoglycemia was treated with carb intake and visited the emergency room. Troubleshooting was partially performed and found that the drive support cap was slightly indented. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will discontinue using the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.